Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 268 mg/dl to 298 mg/dl. A bolus was delivered to address bg. A system check was performed and an air bubble was observed within the luer lock. Reportedly, customer continued using the existing supplies and resumed insulin therapy on the pump.